Event description:
Customer reported the system is not making x-rays. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface pcb. System operates as intended.